Event description:
Information was received from a manufacturing representative regarding the patient. It was reported that the patient¿s device was in overdischarge. The patient had trouble charging over the last 4 days, as they had confusion. A physician mode reset (pmr) was done. The power on reset (por) will be cleared once the battery has been charged. No further complications were reported. The patient was implanted for failed back surgery syndrome and spinal pain. Additional information was received from the patient via a manufacturer¿s representative (rep) on (B)(6) 2017. The rep reported that the patient had memory difficulties. The rep reported that the patient wasn¿t feeling stimulation for about a week or two. The rep reported that the patient came into the office on the day of the report and the battery was overdischarged. The rep reported that a physician mode recharger (pmr) and the power on reset (por) was cleared. The rep reported that the battery was turned on and stimulation was in the correct place. The rep reported that the patient was aware that this was the second overdischarge and the batter would not start. The rep reported that the physician was aware and told the patient that if it happened again, he would need a replacement with a non-rechargeable device. No further complications were reported. Additional information was received from a patient via manufacturer's representative (rep). It was reported that the patient was in overdischarge. The patient stated they were forgetful and had trouble charging. Rep reported doing a prm in office and cleared the power-on-reset (por). It was reported that contributing factors that may have led to the issue could be related to the patient being forgetful, trouble charging and forgetting to charge. Patient will be scheduled for a battery replacement to non-rechargeable battery. Issue was not resolved at this time.